Event description:
Customer reports 11 fiber leaks noted by blood in the dialysate compartment at the onset of pt's treatments. The treatments were stopped at the time the fiber leaks were noted; then continued with new disposables without incident. Estimated blood loss of 250cc noted with each occurrence. All incidents were noted with reused dialyzers. Customer reports no pt injury and no medical intervention required.